Event description:
The user reported the heater cooler would not heat. When the heater cooler was set to any heating mode, there was no temperature increase. During troubleshooting with technical support personnel, it was suggested the suspect component was the solid state relay that caused the failure. There were no reported adverse consequences to a pt as a result of this event.